Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 59472be00, lot contains the same bulk material as lot 59466be00, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent lot 59466be00 was identified.

Event description:
The customer observed false nonreactive architect syphilis tp results for a newborn with a positive syphilis mother. The patient was redrawn and the expected positive result was obtained. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): initial result = 0.87 s/co sample was a short sample. Redraw sid (B)(6) result = 21.62 s/co no impact to donor management was reported.

Event description:
The customer observed false nonreactive architect syphilis tp results for a newborn with a positive syphilis mother. The patient was redrawn and the expected positive result was obtained. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): initial result = 0.87 s/co sample was a short sample redraw sid (B)(6) result = 21.62 s/co no impact to donor management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.